Event description:
During preventative maintenance of the device, the user reported the neck of the lamp would not stay in position. No other details regarding the nature of the event were provided. Since the device occurred during preventative maintenance of the device, there was no patient involvement during this event.